Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a bilateral inguinal hernia repair procedure on (B)(6) 2014 and straps were used. After the 14th firing, plastic shavings were expelled out the end of the device. The plastic shavings were removed from the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.